Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported issue indicates that door 4 produces a clicking sound when it fails to open. A field service engineer effectively installed new-style latches to address the problem. The device functioned as intended after the field service engineer troubleshooted the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, it encountered the door malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.